Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log files were submitted due to patient reported symptoms. The patient was slightly hypervolemic at 205 lbs, up from 200 lbs yesterday. Bumex was changed to 0.5 mg daily since the patient reported weight loss of 5-8 lbs overnight after taking bumex 1 mg as needed. Driveline culture was obtained. It was noted several pi events on (B)(6) 2023 and (B)(6) 2023. The backup batteries were expiring and said to replace in 28 months. There were no unusual events recorded in the event log file history. Backup battery will be changed when it is 6 months left. Additional information stated that wound culture was negative to for growth. The patient planned to continue current antibiotic, daily dressing changes and continue regular follow up. Driveline infection on (B)(6) 2022 was reported under MFR# 2916596-2022-12444. Driveline infection on (B)(6) 2022 was reported under MFR# 2916596-2022-14130. Driveline infection on (B)(6) 2023 was reported under MFR# 2916596-2023-00961.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported event could not be conclusively established through this evaluation. The patient was slightly hypervolemic with an approximately 5-pound weight gain. The patient was placed on daily diuretic medication. Driveline cultures were taken that were negative. Antibiotics were continued from a previous driveline infection and daily dressing changes were continued. The plan was to continue regular follow up. The submitted log files were reviewed and found that the pump operated at the stored patient speed without issue. The system appeared to be operating as intended, and there were no notable alarms active in the log files. The patient remains ongoing on (B)(6) with no further reported issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C is currently available. Section 1 ¿introduction¿ of this document lists driveline infection as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section includes information for caring for the driveline exit site, as well as information regarding how to prevent and control infection. The heartmate 3 lvas patient handbook, rev. D, contains several sections with information about how to prevent and control infection, as well as information for caring for the driveline exit site. No further information was provided. The manufacturer is closing the file on this event.